Event description:
It was reported that when using the bd pyxis¿ es server, the users were unable to locate the patient using either the patient or facility search, even though the patient was currently admitted in the epma system. The user was able to find the patient on the server under patient orders and could also locate them in the q & waste system. The user attempted to add the patient to their my patient list in q & waste in hopes that it would force the machine to pick up the record, but the patient still did not appear. The machine was functioning correctly for other patients and had no communication issues. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.